Manufacturer narrative:
The mcs tip cover accessory has been discarded and will not be returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, it was alleged that arcing from the mcs instrument with the mcs tip cover installed had occurred. Although, there was no report of patient harm, adverse outcome or injury it is unknown what caused the arcing to have occurred.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) instrument stopped working. When the instrument was removed by the surgical staff, it was noted that the mcs tip cover accessory installed on the mcs instrument was burned, and the proximal section of the instrument was broken. The reporter indicated that there was no patient harm, adverse outcome or injury. Intuitive surgical inc., (isi) made multiple follow up attempts to gather additional information about the event: it was reported that at the time the event occurred, the surgeon was reportedly cutting the vaginal cuff. The surgeon used the mcs instrument for about 25 minutes before the instrument stopped working. It was confirmed that the surgeon witnessed an electric spark from the mcs instrument. It was also confirmed that there was evidence of a burn on the tip cover accessory, and the proximal section of the instrument was broken. It was stated that the mcs tip cover accessory was properly installed using the tip cover installation tool. The instruments and cannula were inspected prior to use. The reporter also confirmed that there were no fragments that fell into the patient. There is no video recording of the procedure or any photographic images for review. A valley lab force fx generator was used during the surgical procedure with cut-1 and coagulation-35 settings. No instrument collisions were reported. The reporter also indicated that the patient has not returned to the hospital due to any post-surgical complications.